Manufacturer narrative:
A complete lead was returned in one piece measuring 57.8 cm. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of ¿deformation of the screw part¿ was confirmed. Visual inspection of the lead found the helix fully extended meeting product specification. The steroid plug within the helix electrode was found shifted distally to less than one turn from the distal tip of helix. The cause of the reported event was isolated to the steroid plug shifting distally within the helix electrode.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the right ventricular pacemaker lead was discovered to be dislodged, and was repositioned on (B)(6) 2020. After the procedure, the threshold was noted to have gradually increased, and helix deformation was suspected. The lead was explanted and replaced. There were no reported patient consequences.